Event description:
It was reported that the unspecified bd alaris lvp experienced flow issues. The following information was provided by the initial reporter: nurse had a product and placing it on alaris lvp, they do not report and feel device was on or programmed, patient somehow got a bolus of unknown product due to a "free flow" situation. The device could not be sequestered and is in rotation today. They have no serial numbers on device. They are getting a new device and trying old and new tubing to see if they can recreate the problem internally. They would not share if patient harm occurred or not, they did state "patient was ripped out of room and gone" before they thought medication free flow maybe a possibility.

Manufacturer narrative:
Correction: b3: date of event: date of event: unknown. The date received by manufacturer has been used for this field. 08-oct-2022.

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. It was reported by the customer that they placed the product on the alaris lvp, they do not report and feel device was on or programmed, patient somehow got a bolus of unknown product due to a "free flow" situation. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd alaris lvp experienced flow issues. The following information was provided by the initial reporter: nurse had a product and placing it on alaris lvp, they do not report and feel device was on or programmed, patient somehow got a bolus of unknown product due to a "free flow" situation. The device could not be sequestered and is in rotation today. They have no serial numbers on device. They are getting a new device and trying old and new tubing to see if they can recreate the problem internally. They would not share if patient harm occurred or not, they did state "patient was ripped out of room and gone" before they thought medication free flow maybe a possibility.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections manufacturer name, city, state and MFR site. And (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Initial reporter facility name: (B)(6) a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd alaris lvp experienced flow issues. The following information was provided by the initial reporter: nurse had a product and placing it on alaris lvp, they do not report and feel device was on or programmed, patient somehow got a bolus of unknown product due to a "free flow" situation. The device could not be sequestered and is in rotation today. They have no serial numbers on device. They are getting a new device and trying old and new tubing to see if they can recreate the problem internally. They would not share if patient harm occurred or not, they did state "patient was ripped out of room and gone" before they thought medication free flow maybe a possibility.